Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day, at 10:31 am. He had obtained results of 105 mg/dl, 93 mg/dl, and 101 mg/dl on the subject meter and was comparing them to a result of 64 mg/dl on another meter, performed greater than 30 minutes apart. The patient also mentioned that he had experienced shakes and felt low. He self treated with glucose. The patient did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient claimed that he experienced symptoms suggestive of hypoglycemia after the reported issue began. He also compared the alleged high results to another meter. The result on the other meter correlated with the symptoms experienced. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.